Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by surgeon's office that they have a patient who's incisions have not been healing and suspect it may be an allergic reaction. It was stated that the patient is allergic to nickel and information was requested if the vns has any nickel. Information was received both the generator and lead were explanted additional information was received from the surgeon that this was not an allergic reaction from the patient. He stated that the patient had been having problems since the revision surgery will a slow staff infection growing at the generator site. The patient was taken to 5 surgeries since the revision surgery to salvage and clean the area but since the wound was not healing it was decided to remove the device as well as part of the lead. The patient was placed on antibiotics and will be monitored for several months. The surgeon indicated the infection was not related to the device and had been functional for the patient with no problems. It was stated that the revision surgery was the cause of the infection. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to being released. No additional relevant information has been received to date.